Manufacturer narrative:
This MDR is created as an additional follow-up. This complaint was investigated to the extent information was provided to coloplast. Due to the legal nature of this complaint, the device not being returned for evaluation and the implanted device lot number not being provided, a thorough investigation could not be executed. Should additional information become available, this file will be re-evaluated and updated according to current procedures. Complaints of this nature are monitored and captured within the product risk documentation. No further action or corrective action is required at this time. Coloplast has not been provided any corroborating evidence to verify the information contained in this report.

Event description:
As reported to coloplast, though not verified, additional information received on 04/28/2021.(B)(6) 2012: restorelle xl used for sacrocolpopexy with prolene and ethibond sutures, lysis of adhesions. Intraoperative findings: rectovaginal space scarring presumed from prior episiotomy/surgical procedure, denuded posterior vaginal epithelium (trimmed), mainly omental adhesions to midline right anterior abdominal wall. Severe vaginal pain/irritation, vaginal bleeding, golf ball size vaginal lump with yellow discharge/odor x 3 months. Posterior vaginal vault restorelle xl exposure at 6:00, flesh colored/soft vaginal lump with yellow odorous discharge adjacent to restorelle xl/coloplast exposure that is tender to palpation, small erythematous lesion at 11:00 above cervix that is non-tender to palpation, acute bacterial vaginitis.